Event description:
It was reported two extension carrier tips (fractured causing the extensions to be pulled out with excessive force. Another kit was opened and two new extensions were used. No patient symptoms were reported. Refer to medwatch reports 2182207200801191 and 2182207200801193.

Manufacturer narrative:
The carrier is broken at the proximal end of the inner carrier. There are suspected tool marks in the material between the inner and outer carriers. The proximal end of the shaft is bent and slightly stretched. The shaft diameter is 0.100". As a result of an internal audit, this report is being submitted.